Event description:
It was reported that the pt was being placed on the pump following surgery. The slave cables from the electrocardiogram to the pump producted 60 cycle interference. Three cable wires were tried until a good signal was found. The pump indicated "ready" but then failed to track signals. Another pump was prepared and the pt received cardiac massage until the pumps were exchanged. There was no add'l complications.